Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ peripheral venous catheter experienced catheter frayed. The following information was provided by the initial reporter: difficulty mounting the catheter and the sheath covering the needle retracts or tears when the needle is inserted, causing the vein to burst.

Event description:
It was reported that the bd insyte¿ peripheral venous catheter experienced catheter frayed. The following information was provided by the initial reporter: difficulty mounting the catheter and the sheath covering the needle retracts or tears when the needle is inserted, causing the vein to burst.

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.